Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted crystallized contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink in the hypotube 21.5 cm distal to the strain relief tubing. A new indeflator filled with gastrografin, diluted 1:1 with water was used in an attempt to pressurize the stent delivery system (sds); however, the balloon did not inflate due to the crystallized contrast. The sds was left pressurized over night to dissolve the contrast. After the contrast dissolved, the balloon inflated to the rated burst pressure of 16 atmospheres. It is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use which states: the contrast is 60% contrast diluted 1:1 with normal saline. There was no report of any damage to the product noted during visual inspection prior to use therefore it is likely that the noted kink occurred during the procedure or during packaging, handling and return to abbott vascular for analysis and it did not contribute to the reported inflation difficulties. Difficulty of inflating the balloon can be affected by, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues for this lot. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed, and the 3.0 x 18 xience v stent delivery system (sds) was advanced; however, upon adequate inflations of 16 atmospheres with an indeflator, it was observed that the stent struts did not expand. The indeflator did not lose pressure, and there was no leak noted in the balloon. The sds was removed and the procedure was completed with the same indeflator, and another xience v of the same size. There were no adverse patient effects reported. Though requested, no additional information was provided.